Event description:
It was reported that after a supply change, the ilet user experienced persistent high blood glucose, reaching 360 mg/dl, for over five hours. During guided troubleshooting, it was discovered that the infusion set had been inserted with the needle guard still in place, preventing insulin delivery. Insulin delivery was resumed after completing a supply change. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified as infusion set deployed incorrectly. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.